Event description:
Originally implanted left tka 4/88 required drevision of tibial and femoral component due to bilateral quadriceps rupture and patella tendon rupture. Patient fell 12/90 causing patellar tendon rupture. Second fall caused infection and further ligament damage as well as osteolysis. Tibial baseplate subsided requiring revision to pca revision components. No sisgn of wear on componentsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.